Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2015. It was reported that for several weeks the patient had thick yellow drainage from the percutaneous lead (driveline) exit site. No fever or chills, leukocytosis, site not tender. Culture reflected no growth of organisms. The patient was started on doxycycline 200mg bid x 14d. Sepsis: no, wbc: 5.9, temperature: 98.2 f. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.